Event description:
Allegedly, per paper by bernhard m. Et al, published in the journal of arthroplasty (2020) patient had an intra-operative non-displaced calcar fracture secured with a cerclage wire. Products were not revised. The products involved were not provided in the paper. Additional information received on 11/02/2020: partial product names. Components not revised: unknown femoral head product number: ni lot batch: ni. Unknown acetabular liner product number: ni lot batch: ni. Unknown acetabular shell product number: ni lot batch: ni.